Manufacturer narrative:
Correction to the initial MDR in initial reporter info. Initial reporter also sent rep to FDA it was reported that during patient recovery, the ipg battery voltage significantly decreases in value from 3.6 v to 3.5 v over a 5-10 minute time period. The complaint was confirmed. The device could not be charged nor linked. The battery measured 1.776 volts despite two charge attempts. The device does not power up using an external power source so that the device data was not retrieved. The internal circuit exhibited excessive sleep current (46.3 ma), high temperature on u3_asic (34.5 degrees c), and low vh (high voltage) impedance (127 ohms). This type of damage occurs when the ipg is exposed to high-voltage transients or high rf energy. The bsc representative reported that both monopolar and bipolar electrocauteries were used during the procedure, and it resulted in the reported complaint.

Event description:
A report was received that during a lead implant procedure that impedance measurement values were in range but were displaying an unusual redundancy of their values. Monopolar and bi-polar electrocautery was used during this procedure (monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician implant manual 9055940-001)). The patient was closed up and the problem was not resolved. During patient recovery, the ipg battery voltage was observed to decrease from 3.6v to 3.5v within a 5 to 10 minute window. The patient had reported the ipg being fully charged the day before the implant surgery. The bsc representative reported performing 3 hours of charging on the ipg on the day of the implant surgery but was unable to achieve the end of charge double beep. The ipg could not establish communication with the remote control . An additional charging session was performed the next day but the communication was still unsuccessful. Ipg database analysis showed that prior to (B)(6) 2019 (date of the lead implant) that the ipg was able to be successfully charged. The following day the database shows the ipg is aggressively discharging. The ipg was recommended to be replaced. The patient underwent an ipg explant procedure where the ipg was replaced. The patient is receiving good stimulation results following the procedure.

Event description:
A report was received that during a lead implant procedure that impedance measurement values were in range but were displaying an unusual redundancy of their values. Monopolar and bi-polar electrocautery was used during this procedure (monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician implant manual 9055940-001)). The patient was closed up and the problem was not resolved. During patient recovery, the ipg battery voltage was observed to decrease from 3.6v to 3.5v within a 5 to 10 minute window. The patient had reported the ipg being fully charged the day before the implant surgery. The bsc representative reported performing 3 hours of charging on the ipg on the day of the implant surgery but was unable to achieve the end of charge double beep. The ipg could not establish communication with the remote control . An additional charging session was performed the next day but the communication was still unsuccessful. Ipg database analysis showed that prior to (B)(6) 2019 (date of the lead implant) that the ipg was able to be successfully charged. The following day the database shows the ipg is aggressively discharging. The ipg was recommended to be replaced. The patient underwent an ipg explant procedure where the ipg was replaced. The patient is receiving good stimulation results following the procedure.